Event description:
It was reported that the pointer has a cracked tip. There were no associated procedure. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Event description:
It was reported that the pointer has a cracked tip. There were no associated procedure. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.